Event description:
The customer reported the system would not boot. There was no pt injury.

Manufacturer narrative:
The service rep replaced sram and repaired the non-functional floppy drive. System fully functional.